Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported metal thread came off of screw when screwing into 4-in-1. Attempts to obtain additional information have been made; however, no more is available.